Event description:
It was reported that the stent did not open despite several maneuvers with the microcatheter, but opened while removing from patient. Had to oversize since x3 (foreshortening: x2 - 4.5mm, x3 - 7.5mm, x4 - 4mm). No harm done on patient; the patient was reported to be good, and the case rescheduled. The doctor ended up coiling the next day. Ancillary medication: loaded aspirin and ticagrelol (300ml).

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Manufacturer narrative:
Investigation conclusion: one radiographic image of the aneurysm was provided for review; however, the image does not explain why the alleged stent expansion issue occurred. The physical evaluation of the returned device found the stent intact and fully deployed. The stent was loaded onto the returned pusher with the returned introducer and fully opened upon deployment from an in-house microcatheter. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
Please see section h11 for device investigation results.